Manufacturer narrative:
See MDR #1920664-2007-01601 for the delivery device used with this intraocular lens.

Event description:
The haptic bent in the delivery device during the insertion of the lens into the patient's eye. The lens was removed and replaced.